Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during a surgical procedure, the infusion control turned off and the cassette icon turned red. The cassette was changed and the system rebooted to complete the case. There was no pt harm. Add'l info has been requested.